Event description:
It was reported that the customer was taken to the emergency room due to low blood glucose. Customer's blood glucose reading was 38 mg/dl after the glucagon. Caller stated that the customer had a seizure due to low blood glucose. Caller stated that she gave him a glucagon and took him to the emergency room and he had another seizure. Caller stated that he has been hospitalized twice because of low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.